Event description:
As a result of the safety data reconciliation process between fidia (B)(4) and its worldwide business partners, 8 serious individual case-safety reports regarding hyalgan have been identified. All these cases were recorded in (B)(6) (europe) between 2005 and 2013. All legal requirements applicable to marketing authorization holders in the european union countries have been fulfilled by the local licensee. Fidia is reporting these cases as manufacturer and keeper of the global safety database for the product. Case 2 of 8. Spontaneous report, (B)(6). Initial info received on (B)(6) 2009. The physician reported that a (B)(6) male pt, with medical history of insulin-dependent diabetes mellitus, renal failure and gonarthrosis previously treated with altim (cortivazol) without any reaction, received hyalgan solution for injection (hyaluronic acid) for gonarthrosis on unspecified date. Two days after hyalgan and altim injections, the pt was hospitalized for erythema nodosum. The first work-up performed to research other etiology (sarcoidosis, hemopathy and streptococcus) was negative. The action taken with hyalgan and altim was unk at the time of the report. The pt had not yet recovered from erythema nodosum. Further info was requested but not obtained.

Manufacturer narrative:
(B)(4). However, since this is a non-us case of which fidia (B)(4) has become aware in its role of product manufacturer, fidia pharma USA does not have any reporting obligation. Fidia (B)(4) comments: no batch number was received on this complaint; therefore, no investigation can be conducted. No further info is expected for this case. Conclusion: no investigation/no assessment possible. Case status: closed.